Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter indicated that the pump alarmed for multiple loss of prime warnings resulting in the patient disconnecting from the pump in favor of an alternate insulin delivery method. The reporter was unable to provide the cartridge lot associated with the issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.